Event description:
It was reported the generator was producing poor tissue effect during a case using a storz kleppinger and storz cable. The procedure was laparoscopic and the case was converted to open.